Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 8.1-9.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 25.6-26.7cm from the distal tip. The etfe coating was intact at these locations. (B)(4). (B)(6).